Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient was in the hospital for an unknown reason and upon interrogation the right ventricular (rv) lead pacing impedance measurement was greater than 1600 ohms and there was loss of capture at high outputs. It was also noted that the shock impedance measurement had been high and out of range at greater than 200 ohms for the past year. A lead fracture was suspected at that time. An x-ray was taken and did not yield any significant findings. A revision procedure was performed where it was found that the header on the implantable cardioverter defibrillator (ICD) was off of the can. After re-reviewing the x-ray that was taken prior to the procedure, the damage to the header was able to be visualized. The ICD was explanted and the rv lead was implanted into the new device with good measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.